Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that "after 3 hours of ventilation in volume mode, even if the ventilator went on to move, the patient wasn't ventilated anymore." There was no injury reported.

Manufacturer narrative:
The dispatched fse could neither duplicate the reported issue nor determine entries in the error log that could be put in causal connection to the reported event. The device was run for two weeks in the hospital without exhibiting any further nonconformity. Unfortunately, the log wasn't captured and thus, wasn't available for deeper analysis by the manufacturer. The user responded that a medium-priority alarm had been posted during the course of event but did not exactly remember what type of alarm this was.a reliable conclusion in terms of root cause for the user's observation is not possible due to lack of information. Insufficient ventilation of the patient that suddenly occurs while the ventilator is still cycling would only be explainable by a significant leak in the airway system. Due to the facts that a) - leakages are identified and alarmed during mandatory pre-use check, b) - the device exhibited no malfunction in follow-up of the event and c) - 3 hours of ventilation went by unremarkable and stable before the problem occurred - would reasonably suggest that a movement of the patient, an ingress into the airway path or any other manipulation to the pneumatic system outside the device has caused the disturbance. The device has detected this deviation and posted a corresponding alarm i.e. Behaved as expected. No patient consequences have been reported. On-site investigation.

Event description:
Please refer to initial MFR. Report #9611500-2015-00295.